Event description:
A consumer reported experiencing huge circles of radiance in prismatic colors forming around point formed light sources such as car headlights or street lamps. The consumer started experiencing these events three days after intraocular lens (iol) implant surgery. The consumer reported feeling strongly impaired by this because she can hardly leave the house at night and she cannot drive a car anymore. After surgery, the patient visited her ophthalmologist who stated that the iol is in a good position and the cornea is fine, despite many incisions. He suspected that the patient was sensitive. The patient was unwilling to provide the ophthalmologist' contact information. This is on e of two medical device reports being filed for the same patient. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. (B)(4).